Manufacturer narrative:
The injector and cartridge were not returned for evaluation, however, the iol was returned and visual inspection showed no visible damage to the lens. Clear surgical residue on product. Conclusions: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
Reporter stated that the surgeon attempted to insert a +23.5 diopter plate collamer intraocular lens model cc4204bf in the eye and the injector broke, he opted not to use this lens. No patient injury.